Manufacturer narrative:
Corrected data: h6. The eval code conclusion d12 was inadvertently omitted from supplemental 002. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately seven months following a transcatheter aortic bioprosthetic valve replacement procedure, at the routine six-month post-operative follow-up appointment, a cardiac computed tomography scan revealed a very mild thrombosed valve. Medication was initiated. No patient complications were reported as a result of this event. Additional information received indicated that the valve was implanted at 0 millimeter (mm) at the non-coronary cusp (ncc) and 3 mm at the left coronary cusp (lcc). Additional information received which indicated that a transthoracic echocardiogram (tte) identified a mean gradient of 34 millimeters of mercury (mm hg) following the transcatheter valve implant and prior to the implant discharge. Treatment was not reported for the gradient at that time. No patient complications were reported as a result of the gradient at that time. Additional information received clarified that the previously reported mean gradient of 34 millimeters of mercury (mm hg) was a baseline measure of the native valve and not of the transcatheter valve prior to discharge. At the 6-month follow-up a transthoracic echocardiogram (tte) was performed and identified an unspecified gradient increase. A tte performed approximately 7 months following the valve implant noted a peak gradient of v:2.4 meters per second (m/sec). A computed tomography (CT) scan was performed approximately 7 months following the valve implant to make a definitive diagnosis. This identified that the thrombus was located at the non-coronary cusp (ncc). Symptoms were not reported as result of the thrombosis. An oral anticoagulant continued.

Manufacturer narrative:
Updated data: h6. Product analysis image review: as the device remained implanted in the, a product return analysis could not be conducted. However, procedural images, specifically transthoracic echocardiogram (tte) imaging, were submitted to medtronic for review from two different dates: (B)(6) 2024 and (B)(6) 2025. Upon review, the imaging was ¿technically challenging¿. The implant depth of the valve appeared shallow. The prosthetic leaflets were unable to be clearly visualized. Possible mild, eccentric aortic insufficiency versus paravalvular leak (pvl) was observed on anterior side of valve and pvl was observed on the posterior side of the valve. Mild tricuspid regurgitation, mild mitral regurgitation, mild pulmonic insufficiency were noted. The mean gradient of the aortic valve (av) was 6.6mm hg (dos: (B)(6) 2024) and 8.8mm hg (dos: (B)(6) 2025). It was noted the mean gradient may be higher, the interrogation line does not appear parallel to flow. The ejection fraction was approximately 70%-75%. Conclusion: as the event reported an adverse event involving a medtronic device, an investigation was required. A comprehensive review of the device history records for the device associated with this reported event was performed. In this instance no manufacturing issues or signals, that may have been causative in considering this issue were identified. This product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. High gradients of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non-structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (e.g. Age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. In this case, the reported thrombus may have contributed to the high gradients. However, the underlying cause of the thrombus formation remains undetermined. The device instructions for use (IFU) lists stenosis and high gradient are potential risks associated with the treatment procedures. The IFU was developed from the product risk documentation as was the product labelled adverse events document. There was no identified inadequacy with the IFU in relation to this event. The device failure mode was unidentified. Risk document review would not be applicable to the reported event. No CAPA will be initiated regarding this event. Escalation of the investigation is not required. This event will be included in monitoring and trending. Based on the available information, image review, and investigation activities, the reported event may have been related to the medtronic device, but the exact relationship between the device and the reported event cannot be determined definitively. The complaint investigation determined that this event is foreseen in risk management and is included in monitoring/trending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately seven months following a transcatheter aortic bioprosthetic valve replacement procedure, at the routine six-month post-operative follow-up appointment, a cardiac computed tomography scan revealed a very mild thrombosed valve. Medication was initiated. No patient complications were reported as a result of this event. Additional information received indicated that the valve was implanted at 0 millimeter (mm) at the non-coronary cusp (ncc) and 3 mm at the left coronary cusp (lcc). Additional information received which indicated that a transthoracic echocardiogram (tte) identified a mean gradient of 34 millimeters of mercury (mm hg) following the transcatheter valve implant and prior to the implant discharge. Treatment was not reported for the gradient at that time. No patient complications were reported as a result of the gradient at that time. Additional information received clarified that the previously reported mean gradient of 34 millimeters of mercury (mm hg) was a baseline measure of the native valve and not of the transcatheter valve prior to discharge. At the 6-month follow-up a transthoracic echocardiogram (tte) was performed and identified an unspecified gradient increase. A tte performed approximately 7 months following the valve implant noted a peak gradient of v:2.4 meters per second (m/sec). A computed tomography (CT) scan was performed approximately 7 months following the valve implant to make a definitive diagnosis. This identified that the thrombus was located at the non-coronary cusp (ncc). Symptoms were not reported as result of the thrombosis. An oral anticoagulant continued.

Event description:
It was reported approximately seven months following a transcatheter aortic bioprosthetic valve replacement procedure, at the routine six-month post-operative follow-up appointment, a cardiac computed tomography scan revealed a very mild thrombosed valve. Medication was initiated. No patient complications were reported as a result of this event. Additional information received indicated that the valve was implanted at 0 millimeter (mm) at the non-coronary cusp (ncc) and 3 mm at the left coronary cusp (lcc). Additional information received which indicated that a transthoracic echocardiogram (tte) identified a mean gradient of 34 millimeters of mercury (mm hg) following the transcatheter valve implant and prior to the implant discharge. Treatment was not reported for the gradient at that time. No patient complications were reported as a result of the gradient at that time.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3, b5, b6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the previously reported mean gradient of 34 millimeters of mercury (mm hg) was a baseline measure of the native valve and not of the transcatheter valve prior to discharge. At the 6-month follow-up a transthoracic echocardiogram (tte) was performed and identified an unspecified gradient increase. A tte performed approximately 7 months following the valve implant noted a peak gradient of v:2.4 meters per second (m/sec). A computed tomography (CT) scan was performed approximately 7 months following the valve implant to make a definitive diagnosis. This identified that the thrombus was located at the non-coronary cusp (ncc). Symptoms were not reported as result of the thrombosis. An oral anticoagulant continued.